Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume infusor leaked from the blue winged cap. This was identified during filling. It was further reported the blue winged cap was "securely tightened". There was no patient involvement. No additional information is available.

Manufacturer narrative:
H4: the lot was manufactured between october 15, 2020 - october 16, 2020. H10: the device was received containing fluid in the bladder. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow leak test was performed and no evidence of leak was observed. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.